Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment on her insulin pump is damaged; her reservoir will not lock into place. The patient's blood glucose at the time of incident exceeded 300 mg/dl. Troubleshooting was initiated for the physical damage. The reservoir compartment had a portion of it chipped and peeling off, and the customer was unable of how the damage occurred. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.